Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that when the listed infusion set was placed on patient's leg, the patient experienced numbness at the site. The patient went to the emergency room as they were concerned the needle had fragmented during site placement. According to the reporter, the doctor could not confirm if the needle fragmented or if it remained in the patient's leg. The reporter explained that the patient's leg pain began to subside when leaving the emergency room. According to the reporter, the patient's blood glucose levels were not affected from the event. The patient has changed infusion sites, and now uses their other leg. No permanent injury was reported.